Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) end user reported being unable to print the chart paper. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The field service engineer (fse) arrived onsite, removed the existing roll, checked for any bits of torn paper. Reinserted roll. Initially paper would not print. Once the roll orientation was turned around the system would print. Fault logs did record multiple fault code # 42 - "the printer buffer stack (memory pool) is full".a system reboot simply addressed this error. Completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Safety disk was replaced as safety disk cycles had exceeded 6 million. Unit returned to customer and cleared for clinical use .

Event description:
N/a.